Manufacturer narrative:
Product analysis: analysis was able to confirm the reported touchscreen failure. The overlay was replaced and calibrated. Analysis also noted that the stylus tip was loose but functional. The stylus was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a touchscreen failure on the upper section of the display during a patient device check. A different programmer was used to complete the device check. The programmer was returned for service. No patient complications have been reported as a result of this event.